Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the pump¿s black box data revealed no pump reboots. The battery compartment was cracked, with evidence of moisture contamination inside. The returned battery cap had damaged threads, and the battery cap was unable to secure onto the pump. There was evidence of moisture on the underside of the battery cap. The pump powered on intermittently with the returned battery cap and a test battery cap. The pump could not be exercised for 24 hours due to the intermittent power condition. The leak test failed due to a battery compartment crack. The pump was opened and additional moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.